Event description:
Reporter alleged obtaining discrepant blood glucose results of 265 mg/dl back to back with a result of 130 mg/dl when testing was performed on the advantage system. No exact time between testing could be provided other than the reference to back to back testing. Reporter stated self treating with orange juice; however, no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.